Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission with episodes of right ventricular lead noise. The patient was then called to the clinic for additional evaluation. Upon examination, the lead was found with stored episodes of noise oversensing. The lead was tested but noise was not reproducible in clinic. The physician elected to continue to monitor the lead and no changes were made at this time. The patient was reported to be in stable condition.

Event description:
New information received stated that the patient presented to the hospital on july 29th, 2020 for a lead revision procedure. It was noted that the right ventricular lead previously exhibited episodes of non-sustained ventricular oversensing and non-sustained ventricular tachycardia due to lead noise. X-ray imaging was performed and found no abnormalities with the position of the lead. The lead was then extracted and replaced successfully. The patient was reported to be in stable condition before and after the procedure.